Manufacturer narrative:
Zimmer biomet complaint (B)(4). After additional information was received on sep 28, 2021, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2021-01767 submitted on sep 17, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor has reported the patient came with mobility in tooth location #32 and 42 and noticed the multi-unit screws were fractured. Patient will return to place new screws. Doctor was able to remove the fracture portions from the implant.